Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for motor errors and a failed battery test. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The customer was advised to insert a new battery and did not received a failed battery test alarm. The blood glucose reading was 480 mg/dl. The customer treated with manual injection. The drive support cap was normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The insulin pump passed the displacement test. The manual prime was successful with no recurrence of the motor error alarm. The customer also received a no delivery alarm in the past, which had been resolved with a complete set change. The customer was unable to troubleshoot for that issue. The customer stated he would call back if the issue recurred.